Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg push method was used during an egd (esophagogastroduodenoscopy) with percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2021. During the procedure, the peg tube was broke. It was reported that a part of the device was detached inside the patient and was retrieved using a snare. The procedure was completed with a new endovive standard peg push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): device code a0501 captures the reportable event of peg tube detached. Block h10: an endovive standard peg push tube was returned. Visual analysis of the peg tube revealed that it was detached into two parts. The peg tube separated from the dilator at the barbed connector joint. In addition, it shows visible striation on the rigid tubing, indicating that it was likely subjected to a stretching force, which resulted in the separation from the peg tube. The reported complaint was confirmed. Based on the condition of the returned device, engineers determined that the failure modes observed are likely operational factors: such as user technique/handling, patient anatomy, and the size of the incision site that the tube was being pulled through contributed to the reported complaint. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed on the endovive standard peg kit instructions for use (IFU). There was no evidence that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that an endovive standard peg push method was used during an egd (esophagogastroduodenoscopy) with percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2021. During the procedure, the peg tube broke. It was reported that a part of the device detached inside the patient and was retrieved using a snare. The procedure was completed with a new endovive standard peg push method. There were no patient complications reported as a result of this event.